Manufacturer narrative:
Correction to initial MDR serial no. Should have been (B)(4) and initial reporter country should have been united states. Sc-8216-50 sn (B)(4). Device evaluation indicated that the paddle or tail had actually split. The complaint of high impedance and lead damage have been confirmed. The lead tail that is connected to contacts 1 to 8 has a kink about 8 cm from the paddle end. All cables were fractured at the kinked section of the lead and it resulted in the lead tail's separation from the paddle. It appears that the kinked portion of the lead is where the lead was anchored most likely using direct sutures. The dfu states do not tie suture(s) directly to the lead, use the provided suture sleeves. Exposing the lead to excessive mechanical force adds a lot of pressure on the anchor point resulting in cable fractures and high impedances. The probable cause selected is unintended use error caused or contributed to event. Additionally, the lead tail that is connected to contacts 9 to 16 was cleanly cut. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the lead was having high impedances and the physician noticed that the lead had actually split. The patient underwent a lead replacement and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the lead was having high impedances and the physician noticed that the lead had actually split. The patient underwent a lead replacement and was doing well postoperatively.